Event description:
It was reported that since initial stimulation the patient has been experiencing intermittency and insufficient sound after approximately two months of good access to sound. Ift carried out on (B)(6) 2011, showed ground path impedance at 7.3. The patient demonstrated that by pressing on the area, he could perceive the device as "on" and functioning adequately, but then it would "turn off" shortly after. The patient feels as though he has to hold the processor on the ci harder against his skin to hear well. A stronger magnet and compression band was tried a few months ago, and he did not have any improvement of his symptoms. It is believed that an air bubble is over the implant area. The patient was asked to massage the area above the implant each morning before he puts the processor on, and any time that sound quality becomes poor. He will do this and report whether or not he is able to manipulate the functioning of the implant in this way. Revision, possibly re-implantation surgery is planned for (B)(6) 2012.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as follow up report.